Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for tachycardia and asystole. The customer did find ¿stacked¿ alarms in their retrospective database.

Manufacturer narrative:
It was reported that a patient¿s rhythm went to tachycardia and then asystole; there were no audible alarms during the progression of this patient¿s rhythm changes. The patient had a do not resuscitate (dnr) order and passed away. ¿stacked¿ alarms is an alarm notification provided when an alarm condition escalates without interruption from one alarm to another. The stacked message is included in the retrospective alarm clinical view database. The stacked notification does not change how the telemetry system and central station operate or report alarms. Spacelabs sent a field service engineer (fse) to evaluate the device onsite and obtain additional information from the clinical staff. The monitor was already in use on other patients. The fse was not allowed by the hospital to test the incident devices. There have been no further issues with alarms. We reviewed the full disclosure (ics) database that was provided by the customer. There was a record of a high-priority alarm event that began on (B)(6) at 5:34:39 am and lasted 1,281 seconds. There were 16 low heart rate alarms and 14 asystole alarms observed during the event. The ¿on/off¿ controls for alarm tones are user adjustable. We were unable to verify the settings as these settings are not retained after the telemetry central monitor is turned off. However, if the settings for these controls were set to ¿off¿ at the time of the reported event, the monitoring system would not have provided an audible alarm notification. We find it unlikely that an audible alarm for this event was not generated at the telemetry central monitor if the alarms tones were turned on. This type of system behavior has not been observed in any previous testing of our central monitors nor were we able to recreate this scenario during the present investigation. In conclusion, we cannot conclusively determine the cause of the reported failure. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm for tachycardia and asystole. The customer did find ¿stacked¿ alarms in their retrospective database.

Manufacturer narrative:
A monitor tech was watching the monitor during the event. The patient was a do not resuscitate and then passed away. A spacelabs field service engineer (fse) investigated the issue onsite. The monitor was already in use on other patients after the event. There have been no further issues with alarms. The customer was unable to locate the monitor used during the event. Therefore no testing was done. Spacelabs is currently evaluating the patient retrospective data. The investigation is underway. We will file a supplemental report when our investigation is concluded.